Event description:
Valve is probably a carpentier-edwards; however, all attempts at positive identification have been unsuccessful. Patient was treated for mitral valve endocarditis approxomately 3 mo. Prior to surgery. Patient presented with recent onset increasing chest pain and congestive failure cardiac cath. Showed 3+ aortic insufficiency and possible perivalvular leak. Surgery revealed multiple holes within the porcine valve leadflets, but no discrete perivalvular leak. There was what apeared to be vegetations present on the valve leaflets as well. Unfortunately, the valve was discarded. Pathology report and slides have been included with this reort.invalid data - regarding single use labeling of device. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: component failure, leaflet. Conclusion: device failure related to patient condition. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. The device was destroyed/disposed of.